Manufacturer narrative:
A review of the complaint history, instructions for use (IFU), and specifications was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided and results of the investigation, a definitive root cause could not be determined. Per the risk assessment, no further action is required. We will continue to monitor for similar complaints.

Manufacturer narrative:
(B)(4). The reported device is not available for evaluation. The event is currently under investigation.

Event description:
It was reported that during a filter retrieval procedure using a gunther tulip vena cava filter retrieval set, the white proximal fitting came off of the 11 french sheath. The procedure was able to be completed with the complaint device. It was stated that no unintended sections of the device remained inside of the patient. The patient was unharmed. No additional details have been received.